Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead due to high impedance on the rv coil. The patient returned to the country where the lead was implanted for a revision. The status of the lead is unknown. No patient complications have been reported as a result of this event.